Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter would not turn on and had powered off during use. The pt tests her blood glucose 8-10 times a day. She takes sliding-scale humalog insulin based on her meter readings. She also takes lantus insulin in the evening. The pt indicated that the alleged meter issues started on an unspecified date/time 2-3 months ago. She also explained that the issues occurred intermittently. Whenever she was unable to test with the device due to the reported issue, the pt stated that she skipped meals. After skipping some meals, the pt said she developed symptoms of low blood glucose such has having palpitations, and feeling confused and overwhelmed. When she felt low, the pt mentioned that she could again attempt to test but typically unsuccessful. As a result, the pt ate food to raise her blood glucose. At times, the pt said she felt as though she might have eaten too much and developed high blood glucose symptoms such as headaches. The pt denied seeking or receiving medical intervention from a health care provider. The one touch customer advocate (otca) noted that the pt was using an incorrect battery. The pt had replaced the meter's battery at one point. The pt claimed that she had gone to several retailers to purchase a replacement battery but was told at each store that the battery was no longer available. At one location, the store clerk told her that she could use an unidentified equivalent battery. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of hypoglycemia after the alleged meter issue began. The pt alleged that she was unable to test a couple of times within the past 2-3 months because of the reported meter issues.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test stirps, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.